Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The tip was not kinked as reported; however, there were multiple kinks in the inner and outer members throughout the entire length of the shaft. A kink can occur during manufacturing, removal from the packaging at the account, from handling of the product during preparation for use, or during use. To help ensure this damage is not the result of the manufacturing process, all sds are 100% visually inspected for damage at numerous points in the manufacturing process, including at the point that the product is inserted into the dispenser coil. In this case, it is likely that the shaft kinks are related to use of the product, as the kinks were not noted during inspection prior to use. The patient anatomical conditions were not reported with the case description, which may have aided the evaluation and determination of cause. In this case, it is likely the shaft kinked during advancement of the catheter. Analysis noted the proximal balloon taper was bunched, and there was balloon shredding at the proximal balloon seal, which was not initially reported with the incident information. The balloon bunching and shredding appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although, balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during advancement in the lesion. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all sds are visually inspected for balloon shredding. It is possible that the balloon may have scraped against the lesion, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reporter kinks appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process.

Event description:
Device issue: peeling balloon material. Time of device issue: unknown. Adverse event: none. It was reported that during advancing the otw vision to the focal distal lesion, the tip of the device bent. The device was removed without incident. There were no reported adverse patient effects. Though requested, no additional information was provided. During the returned device analysis, peeling balloon material was observed.